Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pharmacy had been continuing to use a pump to prime the cassette tubing within the hood. In both instances, the cassettes had been filled using only 0.9% normal saline, and when the pump had been started, the pump alarmed ¿downstream occlusion. Clear occlusion between pump and patient." This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. The root cause was unable to be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.